Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose (bg) levels between 250-260 (mg/dl) with low to moderate ketones. Manual injections were delivered to address bg levels. Reportedly, the customer believes the pump is not properly delivering insulin. System check with tandem technical support indicated the pump was performing as expected; however, the cartridge uses humalog and the cartridge is changed approximately every three days. Lately, the cartridge has been changed daily. The customer was reminded that humalog is indicated for use up to 48 hours.